Event description:
It was reported that the patient can not tell, if she was ever able to hear with her device. Occasionally, she reports pain whilst wearing her speech processor. An implant check was carried out on (B) (6) 2009, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.